Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter. ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that a patient was on ecpella (extracorporeal membrane oxygenation and impella cp) due to ventricular fibrillation storm. It was noted that during weaning, the motor current consumption increased and the pump stopped. After the pump stopped, the recommended procedure was carried out, however, there was no improvement so the decision was made to remove the impella cp. Fortunately, since it was in the weaning stage, the pump was removed without the use of mechanical circulatory support (mcs) and the patient survived without any problems thereafter. It was noted that when the pump stopped, only an alarm related to the motor current consumption appeared. No alarms related to purge were observed. Additionally, it was confirmed that no biological material was formed when the impella cp was removed. The patient is in stable condition.